Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer complained that a blood donor unit yielded a false positive result with seraclone anti-a art.-no. (B)(4), lot 8105110-08. We are still waiting for the donor sample and the supposedly defective product. Therefore our quality control laboratory re-tested the retained sample of seraclone anti-a with different red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a blood donor unit yielded a false positive result with seraclone anti-a art.-no. 801325100, lot 8105110-08. The donor was supposed to have the blood group b. The donor sample that had caused the false positive result was sent to us for quality control, but non of the supposedly defective product was returned. Therefore our quality control laboratory retested the donor sample with the retained sample of seraclone anti-a. The customer's test result was confirmed. Furthermore the donor sample was sent for molecular typing of the abo bloodgroup to an external laboratory. This testing revealed that the donor has the very rare bloodgroup axb. Testing by the external laboratory and our internal quality control laboratory both confirmed the allegedly defective lot of seraclone anti-a functions correctly.